Manufacturer narrative:
Concomitant medical products: t510-31h tissue valve, implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing during ventricular fibrillation episode . The rv lead re mains in use. No patient complications have been reported as a result of this event.